Manufacturer narrative:
A ge service rep performed an onsite investigation. The x-ray tube and the high voltage tank were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported an overload fault error message. This error causes the system to shut down, resulting in a loss of imaging functionality. There is no report of injury or death associated with this event.